Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of jejunal tube blocked/occluded. The complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson's disease. The procedure was performed in (B)(6) 2016. According to the complainant, on (B)(6) 2016, the jejunal tube had an occlusion. The nurse consulted with the neurologist and the gastroenterologist; the patient was transferred to oral treatment. The device remained in the patient because there was no possibility for the hospital to change the jejunal tube within that week. The patient's wife was concerned due to the patient's swallowing difficulties. There were no patient complications reported as a result of this event. The patient's condition under oral treatment was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.